Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca while in use. The reported complaint did not result in an injury or need for intervention.

Manufacturer narrative:
As received, the attachment could support the reported complaint however, a root cause could not be determined. Production and quality testing of the attachment was not performed as the device was not in working condition. The cap was detached from the head assembly. The set assembly was missing as receive. The bur end bearing was stuck inside head cavity. The bur end bearing retainer was cracked. Some debris was observed within the head cavity. The cap cavity looked good with only minor debris. Debris was also seen within the head and cap threads. Attachment was sent to sycotec for further evaluation. Results from sycotec stated: gears are worn. Debris inside head cavity and cap cavities and head and cap threads.